Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted during an endovascular procedure for the treatment of an ruptured aneurysm of the right aorta and iliac .  It was reported the patient had an unknown endoleak which was observed on an unknown date. The physician had implanted a cuff and aortic extension and performed a lumbar embolization with coils but the aneurysm continued to grow to 87mm . The physician then explanted the device and noted there was a hole on the posterior part of the graft. The physician performed a right uniiliac aorto bypass surgery. As per the physician the cause of the endoleak was due to a hole in the graft.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
B5; additional information received : the cuff implanted was a non-medtronic device 2.3 event date year and month valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusions; one photograph was provided by the account for review. The photograph shows a section of the endurant ii aui stent graft taken at the account. Damage is evident to graft material with a suture break visible to the stent ring closest to the damage. Although damage can be seen to the graft material the reported ¿endoleak, type ii, fabric¿ cannot be confirmed from the photo. An endurant ii aui stent graft returned with transactional cuts to all suprarenal stents. An endurant ii limb extension also returned fully intact. Three abrasion holes were present on the aui stent graft along with one suture break. Two abrasion holes and one suture break were evident to the limb extension. It is possible that the reported type iiib endoleak may have originated from several of the abrasion holes found during analysis. The reported type iiib endoleak was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.